Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the system had an error stating the system was running on battery. The customer stated that the system was plugged into a red outlet and not moved or touched the power cord. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and saw an error 817 on the patient side cart (psc) loss of power and switched to battery. The customer stated that they had 3 solid green battery leds. The customer finished the robot portion of the procedure and undocked the robot so they could start to close. The customer called back and stated the system switched to battery again during procedure. The surgeon opted not to power cycle and would try to finish the case on battery. The tse recommended to power cycle and get the system back on ac power. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The spm was analyzed, and failure analysis investigation could not reproduce the customer reported complaint. However, the errors were confirmed and verified via error logs and system logs. This spm was tested on the test system, programmed and the system started at normal mode with no errors and failure message. Failure analysis (fa) verified all axes with no errors and failure. The fa power cycled the system 10 times without trigger any errors. The assembly remained on the system for 3 hours in normal mode, with no failure occurred. Fa drove the patient side cart (psc) with no error message and no failure. Fa tested spm charge feature, deplete the battery to its lowest current and voltage and test the spm to charge the battery and it passed. Fa checked spm status for current and voltage and both are in normal range. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.